Manufacturer narrative:
The customer could not troubleshoot, was provided with troubleshooting instructions and was encouraged to call back if the issue persisted. The customer called back, indicating that she cleaned the diaphragm, was fitted for breast shields by a lactation consultant, and replaced the membranes with no improvement in the suction. The customer was sent a replacement device. During follow up with a complaint handler, the customer indicated that she had mastitis which was treated and resolved with a prescription antibiotic. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer reported to medela llc that she was experiencing low suction on her pump in style breast pump and, as a result, was getting clogged ducts.